Event description:
It was reported the patient had a developing lump and drainage on the back of her head at incision site about a month prior to this report. There was incisional wound opening and drainage at the lead location. The patient stated it got increasingly worse a week prior to this report. The patient presented to the ER on (B)(6) 2015. She had to turn the stimulation amplitude up higher and higher to feel the stimulation. There was impedance testing and reprogramming performed. All impedance measurements were within normal limits. The patient¿s doctor explanted the entire system on the day of this report. The event occurred during normal use. At the time of this report the patient was alive with no injury. Additional information reported the draining/swelling was at the lead site but secondary to infection worries the entire system was explanted, the lead, extension and battery. There was no patient outcome provided. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concommitant products: product ID: 3986a, lot# n214598, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: lead. Product ID: 3986a, lot# n214598, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: lead. Product ID: 3986a, lot# n345530. Implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).